Event description:
On (B)(6) 2011, the pt had bi-lateral ifuse si joint surgery where three implants were implanted on the left side and three on the right. The pt continued to have back pain. One implant was malpositioned too medially and appeared to be the cause of the pain. Around (B)(6) 2013, a different surgeon attempted a revision surgery to remove the malpositioned implant. The removal was unsuccessful due to the amount of bony on-growth on the implant and because the surgeon was not using tools manufactured by si-bone. The surgeon referred the pt to another surgeon who was able to successfully explant the malpositioned implant.

Manufacturer narrative:
Based on the info provided, review of surgeon training didactic, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause for the pt's back pain was a medially malpositioned implant. The malpositioned implant was later removed by a different surgeon.